Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing diagnosis. The procedure was delayed and continued by restarting the system. The philips field service engineer (fse) examined the system onsite and confirmed that emergency stop preventing geometry movements. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite, downloaded board software and found red on geometry pc, tried to reinstall via dbs, but after 1 hour issue still persists. Fse connected monitor to geometry pc and found that geometry pc try to ping host pc but timeout every time. Fse checked geometry pc network cable, cleaned and then re-plug the cable. Geometry pc was connected to system, but issue persists. To resolve the issue, fse replaced geometry pc. The defective parts were returned for analysis, for geo pc, no malfunction was observed. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If unable to perform geometry movements issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An geometry movement issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's emergency stop activated, preventing geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.